Manufacturer narrative:
The device history record was reviewed and there were no discrepancies recorded. The device was manufactured according to the specifications. The package insert was reviewed. The patient treatment is determined by the health care practitioner. Close monitoring of the patient's response to the cryotherapy treatment is critical. Local reactions to cold may include chilblain, frostbite or immersion syndrome.

Event description:
At post operative visit, the surgeon observed the patient's right foot was with onset of pain, decreased sensation decreased perfusions and no pedal pulses. Patient outcome: the patient was diagnosed with sequelae of cold injury and probable frostbite.